Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial tkr on (B)(6)2013 and had worsening swelling and pain for the past 10 years. The patient has had x-rays, nuclear med tests, pain meds and physical therapy sessions to no avail. No scintigraphic evidence for osteomyelitis; progressive increasing accumulation radiotracer uptake on blood pool and delayed images in the region of the right lateral femoral condyles and medial tibial plateau adjacent to indwelling hardware, which potentially may represent areas of hardware loosening. Associated with mw5117954.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: a, b, c, d, e, f. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported event cannot be confirmed from the information provided but may have been due to loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.